Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. Inspection under the microscope displayed nicks on the knife blade. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a low anterior resection procedure after the creation of the anastomosis, the anvil of the device could not be pulled back. The surgeon attempted to pull it back several times, but nothing changed. To correct the issue, the surgeon cut the tissue near the oral side of the staple line and confirmed that the part where the staples fired from the stapler (with reinforced reload) was not cut. The device was removed from the tissue by force but no tissue damage was caused. Additional resection and re-anastomosis were performed without problems. There was no harm to the patient. Current patient status is no problem. The surgical time was extended, but not more than 30 min.